Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer followed instructions to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.